Event description:
The pt showed signs of redness and infection at the ipg site. The complete system was removed due to infection. The pt recovered without sequela after device removal.

Manufacturer narrative:
(B) (4).